Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited possible premature battery depletion. It was noted that the device delivered "a lot of therapy" over the time it was implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.